Event description:
Nurse hung secondary bag and noticed bag was empty 10 minutes later. Clamped tubing to patient. Put pump on pause. Secondary still dripping. Tested bag by lowering secondary and refilling and watching it raise level in primary bag.